Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test and selftest. However, unit failed active and sleep currents due to corroded electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump battery life less than 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.